Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that there four devices have no data to read. No additional information.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that there four devices have no data to read. No additional information.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Six units returned for investigation. Each unit had markings in black marker and/or tape as returned. Each unit was visually inspected using 10x magnification for physical damage with the following results: two were missing the plated pin insert connecting an output pin, one was missing an output pin along with missing plated insert pin for drain, the remaining were missing plated pin insert connecting to an input pin. During functional testing, five of the returned units were tested per internal test specification. Each unit failed the input or output impedance corresponding to the pin insert missing. To determine if the missing insert was the reason for failure a manual continuity test was completed on each unit and each passed the input and output resistance testing. With the pin insert missing the mating connector pin is too small to make contact with the connector pins on the transducer. During additional investigation, the complaint database was reviewed and there were no additional complaints for the lot numbers returned. Reviewed internal non-conformance for supplier issues related to purchased connector, no issues noted relating to issue found. Manually tried to pull pin inserts out of the transducer connector pins from returned units using a mating cable connector was unable to duplicate issue after multiple connections. Tried pulling inserts out with a pin gauge and was able to duplicate pull inserts out. Unable to determine the amount of usage prior to the inserts being pulled out of the connector although each unit appears to have been used prior to issue detected based on the writing on the units. The root cause of the reported issue could not be determined. No corrective actions planned at this time but will trend for future actions if required.